Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the patient stated the back cane is cracked from him repositioning himself. He also stated that the right frame sitting in the chair where the back is attatched is damaged inside causing the back to be loose.